Event description:
The report stated that two minutes into the radio frequency ablation procedure the generator stopped working. Power cycling the generator, it started back up but then two minutes later it again shut down. The unit again was power cycled and again worked for two minutes. This was continued until the case was successfully completed. There was no pt injury involved.

Manufacturer narrative:
The unit was returned to our service center. They were unable to duplicate the reported issue. However they did find the impedance unstable and re-calibrated the unit.